Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "a triple lumen cvc implant was performed via jugular on (B)(6) 2024 in the medical ICU and on the seventh day on (B)(6) 2024 it was evident that the blue lumen was leaking, the lumen is fractured along its longitudinal path of the luer insertion area. So it was decide to change the device. The patient had a new puncture intervention for cvc installation and suffered venous capillary deterioration, without serious consequences."

Manufacturer narrative:
(B)(4). The UDI# is not complete as the lot# was not provided by the customer.

Event description:
It was reported that: "a triple lumen cvc implant was performed via jugular on (B)(6) 2024 in the medical ICU and on the seventh day on (B)(6) 2024 it was evident that the blue lumen was leaking , the lumen is fractured along its longitudinal path of the luer insertion area. So it was decide to change the device. The patient had a new puncture intervention for cvc installation and suffered venous capillary deterioration, without serious consequences."

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen catheter. Upon visual exam it was observed that the returned catheter is not the same cvc normally packaged within the reported kit. Likewise, it does not appear to be a teleflex-arrow catheter. The branding on the juncture hub indicates "intra". In addition to the juncture hub, further comparison of the luer hubs and slide clamps on the returned catheter revealed that they do not match the designs shown in the respective product drawings. Despite these findings, it was noted that an arrow box clamp assembly was fixed to the catheter body. The customer was contacted and the circumstances on why an arrow box clamp was assembled to the catheter body of a non-arrow product could be confirmed. A full visual analysis cannot be performed on the returned sample as the device is a not an arrow/teleflex product. No obvious defects or anomalies were observed on the box clamp assembly. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the reported kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a leaking extension line was not able to be confirmed through complaint investigation of the returned sample. Visual analysis revealed that the returned catheter is a non-teleflex product. Based on these circumstances, a full visual, dimensional, or functional analysis cannot be performed on the returned catheter. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "a triple lumen cvc implant was performed via jugular on (B)(6) 2024 in the medical ICU and on the seventh day on (B)(6) 2024 it was evident that the blue lumen was leaking , the lumen is fractured. Along its longitudinal path of the luer insertion area. So it was decide to change the device. The patient had a new puncture intervention for cvc installation and suffered venous capillary deterioration, without serious consequences."